Event description:
The initial reporter complained of discrepant results for 2 patients tested for either tpuc3 or mg2 on a cobas 6000 c (501) module. Patient 1 initial mg2 result from the c501 module was 2.5 mg/dl. This result was reported outside of the laboratory where the doctor requested repeat testing as the result did not correspond to the patient¿s clinical picture. The repeat result from the c501 module in question was 1.5 mg/dl. The sample was also repeated on a different analyzer and the result was 1.6 mg/dl. Patient 2 initial tpuc3 urine sample result from the c501 module was 87 mg/dl. This result was reported outside of the laboratory. This patient sample was sent to a reference laboratory for protein electrophoresis and the total protein result was 5 mg/dl. The original result of 87 mg/dl was then questioned. On (B)(6) 2022 the original sample was repeated on the same c501 module with a result of 11 mg/dl. For patient 1, the repeat results were believed to be correct. For patient 2, the result of 5 mg/dl was believed to be correct. The mg2 reagent lot number was 586666. The expiration date was not provided. The tpuc3 reagent lot number was 557413. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found a damaged and incorrect spring in the sample head cover causing the sample probe to jam. The fse replaced the spring and tested the functioning of the sample probe. Precision testing results were acceptable. The customer did not provide complete calibration or qc data for investigation. An abnormal aspiration alarm was observed around the time of the event on the alarm trace data. This could indicate poor sample quality. The investigation determined the service actions resolved the issue.